Event description:
Upon deployment of coronary artery stent, the ptca balloon that is packaged with the stent was unable to be deflated for 2-3 minutes. It was taken off the inflation device and placed on neutral. A 12 cc syringe with lock was attached but unable to deflate balloon. Two smaller syringe sizes were used; another cardiologist was called to assist, and it finally deflated. During this 2-3 minutes, the balloon was causing a complete occlusion of the coronary artery. The pt had become diaphoretic but there were no EKG changes or signs of ischemia/infarction.